Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt had not used the ins in over a year since it stopped working and the pt could not get the controller to turn on. Pt said since implanted they used the ins for a year before they stopped using it. Pt was now trying to get an MRI since they were trying to get it taken out and the pt's manufacturer representative told the pt to call and to get a new controller. Troubleshooting was unable to be performed as pt did not have equipment with them. Pt will try to find the controller and will call back for troubleshooting if they find it.

Manufacturer narrative:
Continuation of d10: product ID 97745 : product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated they had found their controller and charged it, but when they attempted to charge the implant it would just spin. Patient reported no visible damage to recharger. Patient connected recharger and reported no device found; patient pressed recharge and screen progress to passive recharge mode (prm) with 99-99-99 and a green flashing light. Agent reviewed information and advised patient to continue charging implant to full and then proceed to charge controller as needed. Agent reviewed stimulation on/off button and recharger best practices as well as changing therapy groups and increasing/decreasing intensity. Agent also reviewed MRI mode. Patient stated they have been in debilitating pain for years and are just over it mentally, in regards to the spinal cord stimulation device. Agent reviewed role of manufacturer representative (rep) and redirected to healthcare practitioner to further address. Patient noted this is their 2nd controller and it has been a whole pain in the *** [butt].